Event description:
In the pta procedure to the lesion at right iliac artery, puncture was made by micro puncture device at sfa and the subject guidewire was inserted and advanced to the target lesion. When removing the guidewire, tip of the guidewire was reportedly trapped by the puncture needle, and the tip separated. Separated fragment was left in the vessel at the physician's decision. Pt is reportedly going well.

Manufacturer narrative:
Investigation of returned device revealed that the plastic jacket over the coil section was scraped and broken at approx. 40mm, while the core wire was broken at approx. 25mm, from tip end of the guidewire respectively. Distal approx. 60mm of the plastic jacket of returned guidewire was found scraped toward distal direction, the guidewire was deformed in curly shape. Sem observation of the core wire breakage site revealed the trace of breakage as if shaved by some device, while coil wire was broken off after twist and stretch. Lot history review revealed no anomaly relating with the reported event. With the obtained info and the outcomes of the investigation, it is inferred that pull back manipulation with excessive force might be made to the guidewire of which distal end was caught by puncture needle, resulting scraping damage of the plastic jacket and breakage of the core wire of the guidewire, the coilwire breakage after elongation. Never use metallic needles or metallic sheaths for insertion and withdrawal of guidewire.